Manufacturer narrative:
Continuation of d10:  product ID evproplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Product ID d-evprop23-29 (unknown lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, no infolding was observed at the initial valve x-ray check. Deployment was attempted twice, and the valve was recaptured. During the third deployment attempt, infolding was observed. The infolded valve was recaptured and removed from the patient. A different valve was implanted successfully. The anatomy was reported to have low calcium fibrotic stenosis. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, no infolding was observed at the initial valve x-ray check. Deployment was attempted twice, and the valve was recaptured. During the third deployment attempt, infolding was observed. The infolded valve was recaptured and removed from the patient. A different valve was implanted successfully. The anatomy was reported to have low calcium fibrotic stenosis. No patient complications have been reported as a result of this event. Additional information was received indicating that the first two recaptures were performed because the low calcium volume of the patient's anatomy made it difficult to fixate the valve. It was also remarked that a procedural delay of 10 to 15 minutes occurred as a result of the infold because a second valve had to be loaded.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.